Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2016 due to passing out. She complained of chest and neck pain. The caller stated that they thought the customer passed out due to low blood glucose, but her actual blood glucose, at the time, was 134 mg/dl. The caller stated that the cause of death is unknown; they thought it was the heart or the brain. The customer was taking weight loss pills and a combination with insulin and other medication may have been the cause of death. The customer had fibromyalgia, arthritis, weak kidneys, had a couple of minor heart attacks and had 5 stints put in. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. At the time of hospitalization, the customer was asked to take off the insulin pump, but they could not manage her blood glucose, so she put the insulin pump back on. The caller agreed to return the insulin pump.